Manufacturer narrative:
The reported event of ¿tip loose and detached; during last insertion, the plastic housing broke¿ is confirmed. The device will not be returned for evaluation; however, the provided photographic evidence exhibits the reported event. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past 15 months. A two-year review of complaint history revealed there has been a total of 5 complaints, regarding 9 devices, for this device family and failure mode. During this same time frame 663,920 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00001. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the plpul2020 device was being used during a coronary bypass procedure on (B)(6) 2021 when it was reported that the ¿tip loosens after about 10 minutes of intermittent, normal use, 50 w, the use is mammarian artery harvesting. The tip is therefore reinserted multiple times, still loose. During last insertion, plastic housing breaks and a sharp plastic debris is by me caught in the operating field.¿ the procedure was completed with an alternate unknown device. There was no delay to the procedure. There was no impact/injury to the male patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the plpul2020 device was being used during a coronary bypass procedure on (B)(6) 2021 when it was reported that the ¿tip loosens after about 10 minutes of intermittent, normal use, 50 w, the use is mammarian artery harvesting. The tip is therefore reinserted multiple times, still loose. During last insertion, plastic housing breaks and a sharp plastic debris is by me caught in the operating field.¿ the procedure was completed with an alternate unknown device. There was no delay to the procedure. There was no impact/injury to the male patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.